Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. A customer quality engineer reviewed the device electronic records and was not able to verify the reported issue. During review of the device electronic records it was observed that the device lost connection through paddles lead and kept showing leads off message for more than a minute. The issue could not be duplicated by the technician. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During review of the electronic patient records stryker observed that the device lost connection through paddles lead and kept showing leads off message for more than a minute. In this state the device may not be able to provide defibrillation therapy if it were needed. The patient did not survive reported event. There is no alleged contribution of the reported issue to the patient outcome.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During review of the electronic patient records stryker observed that the device lost connection through paddles lead and kept showing leads off message for more than a minute. In this state the device may not be able to provide defibrillation therapy if it were needed. The patient did not survive reported event. There is no alleged contribution of the reported issue to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.